Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations of high thresholds.

Event description:
It was reported during a routine follow up appointment, that this right atrial (ra) lead exhibited high pacing thresholds. An x-ray confirmed dislocation of the right atrial (ra) lead. The right atrial (ra) lead was surgically explanted. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported during a routine follow up appointment, that this right atrial (ra) lead exhibited high pacing thresholds. An x-ray image confirmed dislocation of the right atrial (ra) lead. The right atrial (ra) lead was surgically explanted. A new lead was implanted. No additional adverse patient effects were reported. This lead has been returned, and analysis is pending. Once analysis is completed, a updated report will be submitted.